Event description:
A report was received that the patient underwent a lead revision due to unwanted stimulation in his left leg and inadequate stimulation in his right leg. X-rays confirmed minor lead migration. The lead was replaced as the physician accidentally cut the lead, however, the analysis of the lead revealed that the cables of the right pigtail were broken. In addition, one contact was partially dislodged, however, the physician confirmed this occurred during the explant procedure. The patient was reportedly doing well following the procedure.